Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12987. It was reported that the patient was experiencing ineffective therapy. Patient reports practicing extreme yoga. X-ray imaging confirmed one of the leads had migrated. As a result, surgical intervention was undertaken where the lead was explanted and replaced. Issue resolved. It is unknown which lead migrated. Therefore, both leads will be reported.